Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 458 mg/dl. The customer¿s current blood glucose was 366 mg/dl. Customer did not allege insulin pump was under delivering. The customer had symptoms such as nausea, thirsty, head ache, irritated. The customer treated with manual injections. The product was not returned for analysis.